Manufacturer narrative:
Event problem and evaluation: on 23-jan-2015 and 26-jan-2015, a medtronic representative tested the equipment. During trouble-shooting, the reported issue could not be resolved. A cp1 to cp2 upgrade kit was ordered along with a new cp and detector. On 28-jan-2015, the medtronic representative inspected the system and replaced the detector, upgraded cp1 to cp2, aligned detector, completed gain cals. The imaging system then passed the system checkout and was found to be fully functional. The paxscan detector panel system was returned to the manufacturer for analysis, and an electrical failure mode was confirmed during testing. The cp1 and power supply were found to be defective. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system was displaying the message, "system booting, please wait" and the generator would not boot up. No patient was present when this event occurred, so no patient demographics are applicable.